Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. Based on observations made during an account visit, the breakage potentially occurred due to blade mis-loading, cutting techniques and the handpiece servicing by a non-stryker facility for repair. The root cause is multi factorial.

Event description:
It was reported that during a surgical procedure on the knee that the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported another blade was readily available and the procedure was completed successfully.